Event description:
Customer called in to inquire information on carelink. Customer also stated that an hour ago he was experiencing low blood glucose of 43 mg/dl. Customer stated he was going to talk to his doctor, so he can check his settings on the device. Customer stated he was vegan/vegetarian and has lost a lot of weight. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.